Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results code:- results pending completion of evaluation. Conclusions code: - conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator experienced some gas exchange issues. There was blood loss of less than 100cc. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 25, 2017. (B)(4). Visual inspection of the received sample did not find any anomaly, such as break in the appearance. The sample was tested for its gas transfer performance in accordance to the factory's shipping inspections protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The investigation result verified that the actual sample was the normal product with no issue in the gas transfer performance. With no detailed information about the events to be reviewed, the cause of this complaint cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.